Event description:
In 2009, this patient underwent thoraco/abdominal endovascular repair using gore tag endoprostheses. The physician was able to insert the 22 fr sheath through the vessels, but upon removal of sheath, it became stuck in the right external iliac artery and the right external iliac separated from the right common iliac artery. A balloon catheter was placed above the rupture and physician used a gore viabahn 8mm x 5 cm device and two gore excluder iliac extender components for repair. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore introducer sheath with silicone pinch valve instructions for use, minimum vessel diameter required for the 22fr sheath is 7.3mm, and that if the vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the patient including death may result. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.